Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a scheduled refill appointment, it was reported that the programmer screen incorrectly displayed the pump reservoir volume. Troubleshooting was performed and the issue appeared to have been resolved. There were no patient effects reported and the device will not be returned.